Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed displacement test, rewind and self test. Device passed off no power test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and had keypad anomaly. Customer's blood glucose value was 751 mg/dl. Customer also received false unexplained no delivery alarms, the rewind process was louder than normal. Insulin pump will not be returned for analysis. Insulin pump will not be returned for analysis.